Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation. And since, the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay in the procedure and was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the additional legal manufacturer's final investigation. Additional investigation was performed, and based on the results, the customer's report of "no image" was likely due to a defect in the printed circuit board. Olympus will continue to monitor field performance for this device.